Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least ten (10) exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the top seam close to the hanging hole. These were observed upon arrival. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 13, 2024 and january 15, 2024. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a top bag weld seal defect with a leak at the top near the bag hanger hold. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.